Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.